Manufacturer narrative:
Updated: type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Corrections: lvad pump serial number and expiration date. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed include the patient's pre-existing avms and his therapeutic use of anticoagulant therapy. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported by the clinical database that a patient presented to a local hospital with lightheadedness, dizziness and stomach pain. He was found to be anemic and was transferred to a vad implanting facility. Vital signs were stable and within normal limits on admission. Of note, the patient is known to revealed arteriovenous malformations (avms) in previous diagnostic testing. The patient's warfarin was held during his hospitalization and he was treated with the transfusion of three units of packed cells and proton-pump inhibitors. A diagnostic endoscopy was proposed to further assess the patient but its' results were not provided. The event was reported to have resolved and the patient discharged home on (B)(6) 2016. The primary investigator felt that the patient had recurrent avms that were most likely located in the patient's stomach or proximal small bowel and associated with the patient's hvad.